Manufacturer narrative:
Concomitant medical product: 5867-3m adaptor, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited chronic low amplitude p waves and far field r-wave (ffrw) over-sensing. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.